Manufacturer narrative:
The call ended before the customer's personal information (a1, e1) or product information (d4) could be obtained. It's not possible to determine the manufacture date (h4) without the product information.

Event description:
The customer received high out of range control readings of 341 and 326mg/dl on the contour next ez meter. While checking the memory of the meter it was discovered that the readings were not automatically marked as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The control solution was not expected to be retuned. No product was replaced.